Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that there were episodes of inappropriate ams (automatic mode switch) were noted on the right atrial (ra) lead due to over-sensed noise. Noise could not be reproduced with isometric testing. No intervention was performed. No patient consequences were reported. The patient will continue to be monitored.